Manufacturer narrative:
The device has not yet been returned and so a device evaluation is not done. However, some information is available. This supplemental report is being submitted to provide this information. The manufacture date is jan 18, 2017. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adaptations or variations.

Manufacturer narrative:
Additional information for the device evaluation is available. This supplemental report is being submitted to provide this information. The procedure was completed using the same device. Moving the dvi cable had resulted in an image. And the reported issue of no image was resolved. The customer would need to secure the dvi cable and possibly replace it. Probable cause could also be the following: the control board of the monitor temporarily malfunctioned. The source board of the monitor temporarily malfunctioned. Caused by the influence of combination equipment.

Manufacturer narrative:
There is no additional information of the event or patient available yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a colonoscopy procedure there was no image on the screen, even after swapping for another scope. The settings for port a was sdi and port b was dvi; check was made to confirm the sdi and dvi connections. Moving the dvi cable did result in an image. There was no reported adverse impact to the patient.